Event description:
It was reported that the patient heard beeping tones coming from their device. The patient indicated that their device was beeping 16 times, every 6 hours. The patient has a follow-up appointment for normal device check in the coming week. The field representative indicated that the device has been implanted for nearly 10 years; therefore the beeping is likely due to elective replacement time (eri). Additional information was provided that this device declared a fault code error, and therefore was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for detailed analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Internal visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that the patient heard beeping tones coming from their device. The patient indicated that their device was beeping 16 times, every 6 hours. The patient has a follow-up appointment for normal device check in the coming week. The field representative indicated that the device has been implanted for nearly 10 years; therefore the beeping is likely due to elective replacement time (eri). Additional information was provided that this device declared a fault code error, and therefore was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.